Event description:
It was reported that the patient underwent a gynecological procedure to treat vaginal weakness, rectocele, cystocele, vaginal vault prolapse and stress urinary incontinence on (B)(6) 2008, and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat vaginal weakness, rectocele, cystocele, vaginal vault prolapse and stress urinary incontinence on (B)(6) 2008 and mesh was implanted. She had a partial mesh removal on (B)(6) 2008 due to pain and dyspareunia and had a revision of graft with release of scar band on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-01619. The same patient is represented in each medwatch.